Event description:
A customer states that they are doing hcg comparison between instruments and are having imprecision on a patient sample when running their access 2 analyzer. A precision run with 10 replicates yielded a mean of 1.17 miu/ml with a cv of 61.8%. The IFU specification is less than or equal to 10%. There was no change to patient treatment attributed or connected to this event.

Manufacturer narrative:
A field service engineer (fse) was dispatched. The fse service included multiple interventions regarding sample pick up, pmp sonication and wash wheel function. The specific actions that led to resolution could not be identified. (B)(4).